Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation was received on sep 25, 2019 with lot number 1773971. Visual analysis, leak test and microscopic analysis of the returned device identified: fold creases, wear abrasion, a curved sharp opening in the same location of crease. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: a sharp crease opening assessed as fold flaw opening.

Event description:
Healthcare professional reported right side "we have seen a patient today [...] Who has a leaked right saline breast implant". The device has been explanted.

Manufacturer narrative:
Reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side "we have seen a patient today who has a leaked right saline breast implant". The device remains implanted.